Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on blue screen. A technical support specialist (tss) reinstalled the remote support service agent and rebooted the station then confirmed med application launched successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on a carefusion blue screen while remaining online in rss and did not launch the medapplication. The issue had reportedly occurred multiple times, and despite repeated reimaging by fse, it recurred. Reboot attempts failed to load the medapplication. There were no delay or adverse events or injuries reported based on this event.